Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was charged to 100% and when the pump was unplugged it shut down. The customer reported a blood glucose (bg) level of 330 (mg/dl). A manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, a low power alert was noted in the pump history. The customer plugged the pump into a different outlet and the pump turned on. The cartridge was reloaded and the customer resumed insulin therapy.